Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "seroma- late" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma- late.

Event description:
Patient representative reporting that the patient started feeling pulling, stinging and a "bubbling sensation" in the breast. This indicates a late seroma. "Further diagnostics will show whether a corresponding lymphoma has already developed." This relates to the right device. Device remains implanted.

Manufacturer narrative:
Visual analysis of the photographs identified: pain: unable to observe as it is a medical event that is not related to the device. Visibility/palpability: unable to observe as it is a medical event that is not related to the device. Seroma-late: unable to observe as it is a medical event that is not related to the device. Anxiety - product/procedure: unable to observe as it is a medical event that is not related to the device. Capsular contracture: unable to observe as it is a medical event that is not related to the device. It is not possible to determine the lot number or catalog through the photos provided. Additional, changed, and/or corrected data: a2, a4, b5, b6, d6b, g1, h6.

Event description:
Patient representative additionally reported capsular contracture, baker grade unknown. The device has been explanted.

Event description:
Patient representative reporting that the patient started feeling pulling, stinging and a "bubbling sensation" in the breast. This indicates a late seroma. "Further diagnostics will show whether a corresponding lymphoma has already developed." This relates to the right device. Patient representative additionally reported capsular contracture, baker grade unknown. The device has been explanted.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: capsular contracture: unable to observe as it is not related to the device. Pain: unable to observe as it is not related to the device. Visibility/ palpability: unable to observe as it is not related to the device. Seroma-late: unable to observe as it is not related to the device. Anxiety ¿ product/procedure: unable to observe as it is not related to the device. As per the investigation procedure, deformation was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Additional, changed, and/or corrected data: d9, h3, h6.

Event description:
Patient representative reporting that the patient started feeling pulling, stinging and a "bubbling sensation" in the breast. This indicates a late seroma. "Further diagnostics will show whether a corresponding lymphoma has already developed." This relates to the right device. Patient representative additionally reported capsular contracture, baker grade unknown. The device has been explanted.